Manufacturer narrative:
User alleged that an I/a tip introduced debris into the eye. User stated that there was no patient impact. No device was returned for evaluation. Complaint cannot be confirmed.

Event description:
User reported that particles entered the eye during use of I/a tip. Particles were easily removed with no patient impact.